Event description:
Endostitch suturing device malfunction. Needle would not release from device. 10 mm endostitch reference #(B)(4), lot #j4g1377x, expiration 07-2019, removed from sterile field, new device added.